Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 suddenly stopped working; it no longer provided electrical energy to activate jaws when the trigger was pressed. A new device was opened to complete the procedure after a delay to obtain the new device. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/01/2024. An investigation was conducted on 03/05/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No additional electrical testing was conducted due to the device not powering on. The complaint was confirmed. Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the pre-cautery test indicating that electrical current was not flowing through the complaint device. During the pre-cautery test, it was observed that the internal switch made the normal clicking sound when the switch¿s internal contacts close together. The handle of the complaint vh-4000 hemopro2 tool was opened to further investigate why the complaint vh-4000 hemopro2 tool failed to deliver energy. The thumb toggle was removed from handle. There was some dried blood observed on the inside of the handle of the complaint vh-4000 hemopro2 tool. Specifically, there was dried blood seen at the pivot location of the thumb toggle and at the location where the collar actuator slides on the guide in the handle half. The switch was removed from handle. Dried blood was found on the common switch terminal. Using a multimeter (calibration ID# 14054), the electrical continuity of the complaint device¿s switch was tested between the switch¿s common and normally open terminals when the switch lever was fully depressed to the operating position. There was no electrical continuity between the common and normally open terminals which is not normal. Next, the black cover on the switch was removed to find out what was the cause of the electrical continuity issue between the common and normally open switch terminals. The common and normally open switch contacts were examined under magnification to determine if there were some contaminants on them which was preventing electrical continuity. Referring to figures 4 & 5, the visual inspection could not determine the existence of contaminants on the common and normally open switch contacts. To further test if the common and normally open switch contacts had contaminants on them, they both were cleaned with an alcohol wipe. The electrical continuity of the complaint device¿s switch was retested between the switch¿s common and normally open terminals when the switch lever was fully depressed to the operating position. This time there was electrical continuity between the common and normally open terminals which is normal. It was consequently determined that contaminants on the common and normally open switch contacts had prevented the delivery of electrical energy through the complaint vh-4000 hemopro2 tool. The source of the contaminants on common and normally open switch contacts could not be determined. Based on the returned condition of the device, as well as the engineer evaluation , the reported failure " "electrical /electronic property problem¿ was confirmed . Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000365392 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.